Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. (B)(6).

Event description:
It was reported that the patient passed away. The cause of death was unknown, but the outcome was not device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2022, and the cause of death was unknown. It was also reported that the patient's outcome was not device or therapy related. It was reported that hm3 lvas, serial number (B)(6), was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.